Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paddles are not recognized during the initial test. There was no patient involvement or adverse patient impact.